Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was above 600 mg/dl and ketones were present. A correction via the pump and insulin injections were used to address the bg level. The customer went to the emergency room due to the high bg and diabetic ketoacidosis (dka). The customer reported that cause of the high bg and dka was due to alcohol consumption. The ketone level was considered as being dangerous by the healthcare provider. The customer was admitted to the hospital and was diagnosed as having a heart attack. The customer did not know if the heart attack was related to diabetes or the pump/supplies. The customer was treated with intravenous fluids and insulin. The customer was discharged 3-4 days later with the high bg/dka resolved. The customer underwent heart surgery on a later date.